Manufacturer narrative:
The complaints for strut fracture and frame damage were confirmed based on provided imagery. A review of the device history review, lot history, and complaint history review did not provide any indication that a manufacturing non conformance would have contributed to the complaint event. A review of the instructions of use revealed no deficiencies. It should be noted that implanting a thv in native pulmonic position using the sapien 3 (s3) with the commander delivery system (ds) is not indicated for use. Therefore, it was an off label operation. The risk management file captures risks for indicated device use only. Imagery was provided by the site and revealed the following: the valve frame appeared to have multiple broken struts, and was deformed/distorted. During manufacturing, the device undergoes multiple 100% inspections, and functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non conformance contributed to the reported complaint. As reported, 'approximately 1 year, 7 months, 30 days post transfemoral tpvr procedure with a 29mm sapien 3 valve. Angiogram showed a stent fracture.' In this case, the s3 thv was implanted in native pulmonic position as off label operation, which could lead to unprotected thv from the direct physiological forces over the time, resulting in frame deformation or distortion, and strut facture. As such, available information suggests that procedural factors (off label operation) may have contributed to the complaint event. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Although the exact cause and source of the paravalvular leak cannot be determined, it is possible the mechanisms of the tpvr procedure described above or patient factors not provided may have caused or contributed to the event. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), approximately 1 year, 7 months, 30 days post transfemoral tpvr procedure with a 29mm sapien 3 valve, the valve was reported to be failing due to paravalvular leak. There was elevated pulmonary pressures noted, and angiogram showed a stent fracture. The patient underwent a valve in valve procedure with a 29mm sapien 3 ultra resilia valve.

Manufacturer narrative:
Investigation is still ongoing.